Event description:
It was reported that the catheter was cracked.

Manufacturer narrative:
The catheter has two small, smooth tears. Damage of this type is similar to damage that may be caused by contact with a sharp object. A review of the mfg records showed no anomalies. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.